Event description:
Received notice of complaint concerning above product from director of nursing. Reports that a slow leak was noted from the venous line during a pt treatment. States that approximately 20cc of blood leaked onto the floor, but then a clot formed over the hole and the leaking had stopped. Upon inspection, it appeared that there was a pinhole in the tubing, located midway between the drip chamber and the injection port. The line was changed and treatment continued without further incident. The director of nursing states there was no further injury to the pt. The actual line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form was filed based on blood loss only.